Manufacturer narrative:
Manufacturer's investigation conclusion: functional testing of the returned oxygenator by the external manufacturer (eurosets) confirmed an oxygenator leak due to fiber breakage; however, a specific root cause for the fiber breakage could not be conclusively determined through this evaluation. Review of the submitted video confirmed a slow drip of clear liquid from the bottom of the fibers, below the arterial outlet port. The oxygenator was returned to abbott where an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage. The oxygenator was forwarded to eurosets for technical analysis. The oxygenator was placed on a mock loop with physiological water. The oxygenator was filled using a peristaltic pump at 6 liters per minute and remained in the mock loop for 10 minutes. A slow dripping in the lower part of the oxygenator was noted. To identify the exact point of leakage, the device was sectioned, removing the upper lid, refilled with water, and then pressurized. The points of loss occurred due to the fiber breakage of the last winding at the blood arterial outlet connection. The device history record for the oxygenator, lot #10453708, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release, and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Eurosets confirmed that 100% of the oxygenators produced are tested to detect eventual leakages using a pressure of 150 kpa (kilopascals) which is 1.5 times the maximum blood pathway pressure indicated on the IFU (instructions for use). Devices that exhibit leaks are discarded prior to distribution. Eurosets determined that the issue occurred after eurosets¿ manufacturing and test phases. Eurosets communicated that their production process and controls will continue to be improved to further reduce the occurrence rate of these events, which will also be monitored for adverse trends. In the case of adverse trends, further investigation and/or corrective actions will be carried out. The production documentation for the eurosets amg pmp oxygenator, lot number 10453708, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available. The IFU warns to carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. Also, under the section titled ¿set up¿, the IFU warns to ¿carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device.¿ under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the oxygenator started leaking while it was being primed. A second oxygenator was noted to have a crack in the connector. A video of the leak and a picture of the crack were provided. It was noted by the rep that this was not a connector that abbott provided, but the customer insisted it was. It was confirmed that the cracked oxygenator was not an abbott product. The rep was going to investigate the connector in person. The oxygenator was removed from the circuit.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was said the leak was noticed immediately.